Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the received information from the field, the recipient did not benefit anymore from the vibrant soundbridge. A technical device failure is likely, as other factors which might contribute to the lack of benefit have been excluded. However, in situ measurement has not been conducted and no date for possible re-implantation has been provided yet. To determine an exact root cause, device investigation would be necessary. This is a final report.

Event description:
The user returned to the clinic for a follow-up appointment due to the fact that he was not able to hear with the device. The user reported having intermittent sound before the device stopped working. At this time the patient has not elected to proceed with surgery.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user returned to the clinic for a follow-up appointment due to the fact that he was not able to hear with the device. Currently the patient and clinic are evaluating the possibilities for explantation or revision surgery.